Event description:
Boston scientific crm received info that this right ventricular lead had low amplitude measurements. It was noted that the lead had dislodged and was in the atrium. During the revision procedure, the lead was difficult to retract. No adverse pt effects were noted.